Event description:
It was reported that there was an atrial lead impedance warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. Additional analyst¿s notes stated that the returned lead distal segment was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the impedance anomaly described in the event. There were no anomalies observed regarding the lead distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage. The full lead was not returned.